Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Subsequently, the pump shutdown unexpectedly. The customer's blood glucose (bg) level was approximately 200 mg/dl. Customer confirmed pump display turned on when plugged into a power source.